Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported that the device did not jump during deployment. The second pipeline was used when movement occurred. When the catheter tip was opened at the tip end, a tension-reducing operation was performed by retracting the microcatheter using a fixed guidewire. When it was opened in the middle section, an expansion operation was performed and the tip of the microcatheter naturally retreated. The catheter was suspected to be stretched, possibly related to the pipeline's repeated attempts to open it in the tortuous vessel. The cause of the first pipeline's failure to open was unknown. It was in a straight section of m1 but failed to open. The second pipeline did not open smoothly, which was said to might be related to the damage of the microcatheter.

Manufacturer narrative:
H3: product analysis ¿as found condition: the pipeline flex embolization device and phenom 27 catheter were returned for analysis within shipping box; within a plastic bio-pouch; and within an opened pipeline flex inner pouch. The pipeline flex was returned within the phenom 27 catheter. ¿damage location details: the pushwire was extending out from catheter hub. In addition, sleeves and tip coil were deployed from catheter distal tip. No bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. No flash or voids molded were observed in the hub. The catheter body was found to be accordioned from ~11.8cm to ~8.7cm from distal end. The catheter tip, marker band were examined; and was found to be flattened. No other anomalies were observed. ¿testing/analysis: the total and usable lengths of catheter were measured to be within specifications. The pipeline flex was pushed out from catheter lumen without any issue. The catheter was flushed with water and water was exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub and tip with no issues; however, the resistance observed at the damaged locations. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open as the distal and proximal ends of pipeline flex braid were found to be fully opened and damaged. However, the phenom 27 catheter was confirmed to be damaged as the catheter was found to be accordioned and flattened. The root cause could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID fg15150-0615-1s (lot: 227889970); product type: ; implant date n/a; explant date n/a product ID ped-450-20 (b644858); product type: ; implant date ; explant date. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that two pipelines failed to open and one encountered resistance with the phenom catheter in addition to pipeline dislodgment. The phenom catheter was suspected to be stretched. The patient was undergoing blood flow directed dense mesh stent implantation for treatment of a saccular, unruptured aneurysm in the left internal cavernous carotid artery segment with a max diameter of 6.6 mm and a 6.6 mm neck diameter. Landing zone: distal: 4.4 mm and proximal: 3.9 mm. The accessed vessel was the femoral artery with a diameter of 7.4 mm. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment was administered. The pru level was 91. The angiographic result showed the ped successfully implanted. It was reported that the system was in place, phenom27 (lot 227889970) arrived at m2, ped-450-20 (lot b644858) was delivered to m2, and the guide wire was exposed and developed at m2. The whole was withdrawn to m1. The stent delivery guide wire was fixed in the straight section of m1 and the microcatheter was slowly withdrawn, which was opened about 10 mm. The stent was not fully opened after waiting for more than 2 minutes. Retracted and deployed again, still failed to open. The stent system was withdrawn from the body, and the stent was pushed out of the body, and the tip end was found to be damaged; the stent was pushed out from the microcatheter, and the microcatheter was pushed to go upper to m2. Ped-450-25 (lot 630900) was operated according to the standard method, and withdrawn the catheter at m1 and deployed it. The stent tip was opened but not fully. The stent could not be fully opened even after retrieving it. The stent system was then pulled back to the internal carotid artery, and when it was deployed again, the stent reacted abnormally. The stent system was removed from the body, and the stent delivery guide wire was pushed without response, suspected to be "dislodgement", and the braided wire at the tip end of the stent was damaged. The microcatheter was suspected to be stretched and was presumed to be unsuitable for further use. The new microcatheter phenom27 (lot227889970) was pushed to go upper and ped-425-25 (lot b630302) was introduced and successfully implanted. It was reported the pipeline (lot # b644858) failed to open in the distal section. The pipeline was not positioned in a bend. More than 50% of the pipeline had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. It was reported the pipeline (lot # b630900) was stuck (locked up) in the catheter or resistance occurred in the distal section of the catheter. The catheter was flushed continuously with heparinized saline. The pipeline did become stuck in the distal section during deployment. The physician did release the load (slack) in the system in an attempt to resolve the issue, but it did not resolve. There was catheter damage observed in the distal section. The stent reacted abnormally, when pushing the stent guide wire and deploying it with increased tension. The stent system was removed from the body, and the stent delivery guide wire was pushed without response, suspected to be "dislodgement". It was suspected the catheter was stretched. There was no pushwire damage observed. It was reported the pipeline (lot #b630900) failed to open in the distal section. The pipeline was not positioned in a bend. Less than 50% of the pipeline had been deployed with it failed to open. The pipeline was resheathed less than or equal to 2 times. There were no additional steps or other devices required to open the pipeline. The pipeline was removed from the patient by resheathing and removing with the microcatheter. The pipeline was not used for an indication that is off-label. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The catheter was flushed as indicated in the IFU. No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a cook sheath, 5f navien 115 cm guide catheter, phenom 27 microcatheter, and synchro guidewire.